Event description:
In this case, it was reported that the patient expired after an implant duration of approximately one day. Per the health-care provider, the cause of death is unknown. Per the discharge summary, the patient underwent aortic valve replacement and was subsequently transferred to the ICU after a successful operation on minimal inotropic and vasoactive support. She was extubated later that afternoon and was resting comfortably in the ICU. However, the patient became progressively nonresponsive and hypotensive post-operatively. She began having significant bradycardia and hypotension and a code was ultimately called. CPR efforts were performed for over 1 hr, however, it was decided to stop CPR and move to palliative care. Given the patient's very poor prognosis, the vasoactive drugs were slowly weaned until the patient became severely hypotensive and ultimately bradycardic and then asystolic. The patient expired in the morning of postoperative day 1.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device was not returned. Therefore, the subject device cannot be assessed for any deficiency. Per the operative report, the valve seated well and the patient was weaned from cardiopulmonary bypass using small dose of epinephrine. Per our follow-up with the health-care provider, the cause of death is unknown. Although the vast majority of these events are most likely not related to the device, the health-care provider has not disassociated this device from the event. No further actions are possible with the available information.